Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that propofol was leaking from a small hole in the silicone segment at the upper fitment area during an infusion. The door had not been opened or manipulated from the time the infusion started until the leak was noticed. The patient's oxygen saturation dropped to the 70's and anesthesia had to re-sedate the patient. No additional patient or event details were provided by the customer.